Event description:
Discordant tsh results between multiple samples from several patients. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event was inconclusive. Pt samples are no longer availabe for follow-up. Additional info on assay performance was requested but no provided. The root cause of this event could not be determined.